Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came for an unscheduled follow-up after syncope episode. Asystole had been caused by lack of capture by right ventricular (rv) lead. The lead was abandoned and replaced with another lead. No further patient complications have been reported as a result of this event.